Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that insulin pump had received the software error detected alarm. Customer's blood glucose level was unknown. Customer reported that they were able to clear the alarm. Customer stated that they was able to rewind the insulin pump. Customer was assisted with performing displacement test and the test results was displacement test did not pass. Customer stated that alarm occurred during basal delivery. Customer was assisted with self test and the test passed. Customer stated that the alarm reoccurred. The insulin pump will not be returned for analysis.